Event description:
The customer reported while testing prior to usage, a leak occurred. The procedure was finished using a new device. There was no patient harm or injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device found assembled, with the cartridge attached to the mdu handle and forced into packaging not intended for an assembled device. This may result in damage to the dispersion wire and possibly the catheter. The device was removed from the tray, and there were no signs of use observed. The catheter was observed to have come detached from the hub, under the strain relief. This detachment will cause the device to leak. The reported failure of leakage was confirmed; however, the root cause of the catheter detachment could not be determined.